Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation determined the separation to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.5x38mm xience prime stent delivery system was found to have a separated shaft prior to use. There was no patient involvement. Another 2.5x 38 xience prime stent was implanted in the mid left anterior descending coronary artery to successfully complete the procedure. There was no clinically significant delay in the procedure reported because of the failure. No additional information was provided.